Event description:
Customer was hospitalized due to dka.customer stated that she changed the infusion set two times and blood glucose levels remained high. Troubleshooting was performed during call. Pump passed the prime test during call. Nurse called back later to run the high pressure test. Pump passed.